Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the left ventricular lead exhibited high thresholds and high impedance. A chest x-ray revealed lead dislodgement. The lead was explanted and replaced. No patient symptoms were reported.